Manufacturer narrative:
No patients were involved with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse noted during troubleshooting that the reported imprecision causing the unwashed portion of system check failure was due to pipettor number two (2). Fse replaced reagent pipettor 2 upper and lower pump piston and seal guide sets. Fse verified performance of the instrument by performing a passing system check, pipettor matching routine, low volume matching routine which all passed within specifications. In conclusion, the cause of the reported unwashed portion of system check failures was due to a malfunction of the pipettor upper or lower piston and seal guide set. (B)(4).

Event description:
The customer reported obtaining a failing system check routine involving the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). The system check had failed with an elevated unwashed %cv (percent coefficient of variation) specification indicating a precision issue with the instrument. The reagent pipettor responsible for the failure was disable via assistance with cts (customer technical support). There was no report of patient results released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Quality controls (qc) were passing prior to the event and calibration data was not supplied for this event. Service was requested by customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.